Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the trailing haptic was torn during insertion. The lens was removed without any patient injury and another same type of lens was implanted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was a tear across the optic and a haptic was torn off and stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.